Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided. Correction to h6: patient codes.

Event description:
It was reported that this lead was capped due to high pacing thresholds. Lead showed elevated capture in bipolar leading to loss of pacing and syncope. There was no capture in unipolar, asystole greater than 2 seconds was noted. Suspected perforation. No additional adverse patient effects were reported

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this lead was capped due to high pacing thresholds. Lead showed elevated capture in bipolar leading to loss of pacing and syncope. There was no capture in unipolar, asystole greater than 2 seconds was noted. Suspected perforation. No additional adverse patient effects were reported